Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose and dialysis and toe remove. The customer's blood glucose of unknown. Customer reported that the insulin pump had failed battery test and battery out limit. The customer did not provide details regarding symptoms and treatment of high blood glucose. The device will not be returned for analysis.